Manufacturer narrative:
The microcatheter was returned for analysis. Approximately 0.5cm of the microcatheter distal tip and marker band was found to be missing. The outer tubing material at the separated distal section exhibited jagged edges and stretching damage. The inner liner and inner wire at the separated distal end were exposed with the inner wire protruding for from the separated distal end. The outer diameter (od) of the inner wire was measured to be 0.038mm (0.0015¿). The microcatheter shaft was also found to be flattened and accordion damage at distal end. No other anomalies were observed. The investigation is still underway. A supplemental report will be submitted when the investigation has been completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a stroke case, upon pulling the microcatheter, it was noted to be unraveling. There was no resistance while the thrombectomy was navigated through the microcatheter. The treating location was m-1 / m-2 junction. After use, the microcatheter was noted to have a hair like wire exiting the distal tip. No patient injury occurred. The thrombectomy device was reported to have successfully revascularized the vessel. The distal marker was visible during advancement of the catheter. The distal tip was shown to be unraveling when the catheter was taken out of the patient. The solitaire device was not retrieved within the catheter. The marksman catheter was removed with solitaire stent still deployed. No shaping was done to the catheter. The stent device was discarded. No damage to the stent was seen. Once the catheter was removed from the patient it appeared to be unraveling. The stent retriever was deployed and once the catheter was removed it was noticed to be unraveling. The solitaire device was still deployed when the catheter was removed. Marksman was removed before the removing the solitaire. The marksman was threaded over the solitaire to allow the penumbra ace catheter to have better suction. Solitaire was pushed out distally "deployed" then the marksman pulled out with the solitaire in place. No resistance during deployment.

Manufacturer narrative:
Based on the device analysis and reported information, the report was confirmed. The returned microcatheter distal tip and marker band was found to be separated and missing from the microcatheter. The tubing material at the distal separated end exhibited plastic deformation which indicated the microcatheter separated when it exceeded the tensile strength of the tubing material. There were no issues reported during the delivery of the mechanical thrombectomy stent device and the microcatheter distal marker was visible during delivery, therefore, it is likely the microcatheter became separated during removal from within the patient. The separated segment of the microcatheter likely remained on the pushwire of the thrombectomy device that was discarded at the site. The microcatheter inner wire was found to be unraveled and protruding from the separated distal end. Which is likely to be the ¿hair like wire¿ that was reported by the customer. The cause for the other damages (flattening and accordioning) to catheter body could not be determined. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.